Event description:
Patient stated she applied the v-go to her upper part of stomach, right side, below breast and the needle button popped out and patient isn't sure if she hit it against her desk. Patient stated she tried to push it back in, it wouldn't lock down and needle had retracted.